Manufacturer narrative:
(B)(4). There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not yet received for evaluation.

Event description:
Halyard received a single report that referenced six different incidents, which were associated with separate units, involving six different patients. This is the second of six reports. Refer to 2026095-2016-00154 for the first patient. Refer to 2026095-2016-00157 for the third patient. Refer to 2026095-2016-00158 for the fourth patient. Refer to 2026095-2016-00159 for the fifth patient. Refer to 2026095-2016-00160 for the sixth patient. It was reported by a pharmacist that there were six patients that experienced pumps that infused medication too fast; about a day too fast. The pharmacy followed the instruction for use flow table to fill the pump to 99ml for 46 to 48 hour infusion.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 99 ml. Flow rate: 2ml/hr. Procedure: unknown. Cathplace: unknown. Device fill time (B)(6) 2016, 1200pm. Infusion start time: 1200pm. Infusion end time: unknown. Additional information received stating the patient experienced severe fatigue, nausea and emesis for two to three days.